Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not rotate. Therefore, the reported condition was duplicated and confirmed. It was determined that this was due to broken motor blades in the cylinder, which caused the broken blades in the spindle to catch on the cylinder. The assignable root cause was determined to be due to the sterilization process, which can cause the vanes to expand once in contact with water and not fall back into their proper place in the spindle and cylinder or excessive air. This is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device would not spin burrs. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.